Manufacturer narrative:
Hill-rom technical support performed troubleshooting over the phone with the account and determined the lower control board needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the lower control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed was going up intermittently on its own. The bed was located in the maintenance area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).